Manufacturer narrative:
Info received indicating pt was using apidra (which is contraindicated) with t:slim use. Apidra crystallized causing occlusions.

Event description:
Received info stating pt was hospitalized due to high bg's (940) and dka.